Event description:
The event is reported as: jamming of the stapler. The defect was identified during a procedure. No patient injury or intervention reported.

Manufacturer narrative:
The device sample was received for evaluation on 07/27/2009. The results of the evaluation are not available at the time of this report. The results of the investigation are not available at the time of this report.